Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f49 alarm (malfunction in real time clock: abnormal rtc data). This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
. The device was serviced on site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-49 alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be lost pump configuration. To correct the condition, the device was reconfigured. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.